Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal vancomycin (2 grams, every fourth day) for the event. Eleven days later, treatment with vancomycin was stopped. The same day the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.